Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing due to loss of tissue contact in the pocket. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. The egm clipping in pdf report was due to a new feature in assert-iq aiming to reserve sufficient gain for displaying true physiological signal. No device malfunction was found.